Event description:
Nurse starting IV , did not recall backing the needle out and trying to re-insert - however, the catheter would not advance into vein because it bent up. Nurse then removed catheter and noticed a small hole near the distal end of the catheter causing it to bend/crimp while she was attempting to advance it . Manufacturer response for bd nexiva IV catheter - 20 gauge, bd nexiva (per site reporter): he took info and is sending a container for me to return defective device to the company.